Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2011 and mesh was implanted. On (B)(6) 2011, the patient experienced pain and returned to the physician. The results of a CT scan showed one third of the mesh fell and was torn off the tackers. There were adhesions where the mesh had torn. The colon was strangled. The patient underwent reoperation on (B)(6) 2011.